Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Upon investigation, the r781 resistor was damaged. The damage to the resistor is consistent with the report of external defibrillation. There is no indication that the damaged resistor caused or contributed to the patient death, as the patient received an appropriate 150j treatment shock and it was reported that the patient was not wearing the device at the time of death. Device manufacture date: monitor sn (B)(4): 01/16/2015 reuse, electrode belt sn (B)(4): 10/23/2014 reuse.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. The patient received an appropriate treatment event at 20:19:09 on (B)(6) 2016. It was reported that the patient was in the hospital ICU and was not conscious at the time of the event. The patient's rhythm at the time of the treatment was vf. The patient's rhythm after the treatment was asystole. Post-shock asystole is a known potential outcome of defibrillation. Prior to the treatment shock, the response buttons were pressed by the hospital staff in an attempt "to shock the patient." The response buttons functioned appropriately. The device was removed from the patient following the treatment event because the hospital staff wanted to defibrillate the patient using their equipment. The patient was not wearing the device at time of passing on (B)(6) 2016.